Event description:
End cap and turbine of the handpiece detached during tooth preparation. Doctor was able to retrieve turbine from pt's mouth but was unable to locate the end cap. Pt had x-rays, which confirmed a foreign body in the pylorus. Child's pediatrician states that it could take up to 3 months for end cap to pass.